Manufacturer narrative:
Reported event of bands failed to deploy. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2014. Reportedly, the patient anatomy was moderately tortuous with no calcification, a band less than 45 degrees and a 10% stenosis. The length of the lesion was 50mm, the diameter was 10mm. According to the complainant, during the procedure, the physician advanced the device to the lesion using the scope. When lesion was completely in the housing, the physician attempted to release the band. However, the band failed to deploy. The physician removed the device and finished the procedure successfully with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. The suture was still intact and attached to both the ligator head and the trip wire loop. Six bands remained on the ligator head. Five of the bands rolled out of position and a blue band was found broken and caught with the other three bands. The ligator head teeth were found to be very damaged. An examination of the handle assembly found the trip wire wound around the spool with the proximal end of the wire coiled as if previously wound around the spool. The trip wire was noted not secured in the handle assembly slot; however, the handle assembly slot showed evidence that the trip wire had been secured prior to return functional evaluation was performed with the handle and noted the handle knob able to turn at 180 degrees and noted an audible click. No issues were noted with the handle assembly. Given the condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2014. Reportedly, the patient anatomy was moderately tortuous with no calcification, a band less than 45 degrees and a 10% stenosis. The length of the lesion was 50mm, the diameter was 10mm. According to the complainant, during the procedure, the physician advanced the device to the lesion using the scope. When lesion was completely in the housing, the physician attempted to release the band. However, the band failed to deploy. The physician removed the device and finished the procedure successfully with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.